Event description:
It was reported that the caller's pump screen appeared dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to try various troubleshooting steps, including checking the power connection and attempting a reboot, but these efforts did not succeed. No information regarding a backup method of insulin therapy was provided.